Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during ventilation. The root cause was determined to be a defective assembly mixer valve o2. In consequence the assembly mixer valve o2 was replaced, and the issue resolved. There was no patient or user harm reported.

Event description:
High oxygen alarm.